Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 300cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/27/2019, during evaluation of the device it was observed to be ruptured. It was received incomplete, also a crease within rupture was observed. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device, which resulting in a tear at a later time. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: a mentor memorygel breast implant 350cc , catalog number 3503501bc, serial number (B)(4), lot number 5983558. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 350cc and experienced right rupture after implantation. As a result, the patent had undergone removal and replacement with mentor smooth silicone 300cc breast implants on (B)(6) 2019. Free intracapsular silicone gel was observed during replacement surgery.

Manufacturer narrative:
On 8/28/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).